Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a thermal therapy system being used in a soft tissue ablation (neuro) procedure. It was reported that the system unexpectedly power off. The manufacture representative (rep) stated that the ablating laser turning off unexpectedly intraoperatively. The rep also got an error message that the optical fiber was not properly connected or safety interlock was not properly installed. The rep did not reboot, but they did double check the connections and reseated the laser to resume the procedure. Additional information was received stating that after the first occurrence, the same behavior occurred two more times. There was less than an hour delay in the case. No impact on patient outcome.